Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported pressure test outside range (19.125 pounds per square inch), which was verified and reproduced during evaluation. The cause was determined to be the tubing guide being out of specification. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a pressure test that was outside range (19.125 pounds per square inch). The problem was found during preventive maintenance testing at the biomedical service department. There was no patient involvement. No additional information is available.